Event description:
It was reported the patient had uncomfortable and erratic stimulation. The stimulation was changing unexpectedly and therefore the patient was getting uncomfortable stimulation. There were no complaints of decreased pain relief from this. They suspected this was due to the adaptive stimulation function. They elected to take away the adaptive stimulation to see if the patient would cope better without it. The patient was reprogrammed and was to be seen again. The event was related to the programming/stimulation and was ongoing. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Event description:
Additional information from the health care professional of the clinical study indicated the adaptive stimulation settings were not appropriate for the patient.

Manufacturer narrative:
Concomitant products: product ID: 977a260, lot# 0208608021, implanted: (B)(6) 2014, product type: lead. (B)(4).